Event description:
Surgeon observed a metallic fragment on pt's iris post-op day 1. No clinical consequences at this stage. Surgeon does not intend to remove particle.

Manufacturer narrative:
Product has not been received for evaluation and root cause analysis to date. Questionnaires have not been returned; no responses to follow-up to date.